Event description:
Pt reported receiving a blood glucose result of ~ 300 mg/dl, while using the suspect device. Shortly thereafter, pt collapsed. Pt started that a neighbor, who is an r.n., testedd their blood glucose (using a different blood glucose monitor), and received a result of 34 mg/dl. Pt was given orange juice, with added sucrose, and self-monitored blood glucose hourly, for 3 consecutive hours. Control testing had not been performed on the suspect device. A request was made for the return of the suspect product and replacement product was shipped.